Event description:
It was reported that pump screen was dark and would not turn on, and that button was extremely difficult to press and required multiple presses to activate pump screen. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through button troubleshooting and removing pump from case, and once screen turned on, technical support arranged replacement pump; customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label.